Manufacturer narrative:
A product sample was not returned for evaluation; therefore, the condition of the product could not be verified. The final product lot was identified. A device history record review was conducted and no anomalies were found. The root cause for this complaint could not be determined as a product sample was not received for evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a trocar valved leaked during a vitreoretinal surgery. There was no patient harm. A product sample was requested for evaluation.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).